Event description:
It was reported that during a tem procedure a screw fell off the pump roller. The screw was adjusted in order for pump to work. There was a 20-30 minute delay in the procedure. The anesthesia for pt was increased. The procedure was completed without any consequences to pt.

Manufacturer narrative:
The date 03/2008 was the initial receiving date that richard wolf medical instruments received the device from international affiliate. Method - a hex wrench was used to check the screw on the device. Eval summary: 2232.644 tem (transanal endoscopic microsurgery) pump. Visual inspection of the tem pump showed that the hex screw had been re-inserted prior to receipt. The MFR has been informed, and will repair pump roller assembly. This is the first complaint of this type with this device. Our richard wolf sales rep and our clinical sales specialists was there for the procedure to assist. A CAPA has been initiated by richard wolf medical instruments for corrective and preventative action. User facility returned the 2232.641 insufflator that was used in conjunction with the pump. The insufflator functioned per specification. The failure was not associated with the insufflator. Cause of event: component (hex screw) became loose due to bonding failure.